Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to tap on the "abc"option of the pump screen in order to enter transmitter ID. Customer reported blood glucose level was "fine". As the pump was still functional, customer would continue to use the pump for insulin therapy.